Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was fluid intrusion inside the external pulse generator (epg). It was noted that multiple parts of the device were contaminated including the main printer circuit board (pcb), the encoder assembly, the keypad flex, the upper case, lower case, four knobs, one case screw, six main pcb screws, four display frame screws, the display, the display frame, four display grommets and the insulator label. It was further noted that the hanger assembly was broken and the battery drawer was sticking (during initial inspection). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was fluid intrusion inside the external pulse generator (epg). The epg was received into service. There was no patient involvement reported.